Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The lumen of the delivery system was torn. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. There was no air ingression or bubbles observed while flushing. There were no observations of the delivery system leaking while flushing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), air ingress was noticed during the procedure when the device was deployed and a large amount of bubbles had already accumulated near the pulmonary artery and the patient's blood pressure decreased. Air contamination due to the valve of the introducer or delivery catheter was suspected. Air was collected using a pigtail, a mask was placed on the patient, and oxygen was inserted. The device and the delivery system was attempted, not used and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.